Manufacturer narrative:
A2: date of birth: 1945. E1: initial reporter first name: (B)(6).

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the radial artery the 70-80% stenosed, 20mm length, 2.50mm vessel diameter, eccentric, de novo target lesion was located in the mildly tortuous and heavily calcified left circumflex artery. After a 6f ebu non-bsc guide catheter was engaged and a non-bsc guide wire was crossed the lesion, pre-dilation was performed resulting to 70% residual stenosis. Following pre-dilation, 2.50 x 20 synergy ii drug-eluting stent (des) was advanced for treatment. However, during the procedure the shaft break and fold due to pushed in, rotated back and forth and the stent failed to cross the lesion. The device was replaced, and the procedure was completed with another of same device. There were no patient complications reported and the patient status was stable after the procedure.